Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result we checked the repaired product and found that the cause was deterioration of the lamp. We replaced the lamps and the system power supply.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
2021/9/2 error message 03-1000 is displayed. Switch to auxiliary light. At the time of on-site confirmation, the phenomenon was not reproduced. The error log was acquired and confirmed, and an error occurred from (B)(6). This event occurred at the time of before use. There was no report of patient harm.